Manufacturer narrative:
Additional information was received that there is no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's pain had increased in low back and leg and was experiencing inadequate stimulation following a fall. Fluoroscopy indicated that the lead had broken and migrated. It was also reported that patient was experiencing charging difficulty. The patient will undergo lead revision and ipg replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's pain had increased in low back and leg and was experiencing inadequate stimulation following a fall. Fluoroscopy indicated that the lead had broken and migrated. It was also reported that patient was experiencing charging difficulty. The patient will undergo lead revision and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's pain had increased in low back and leg and was experiencing inadequate stimulation following a fall. Fluoroscopy indicated that the lead had broken and migrated. It was also reported that patient was experiencing charging difficulty. The patient will undergo lead revision and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having a crippling pain.

Event description:
A report was received that the patient's pain had increased in low back and leg and was experiencing inadequate stimulation following a fall. Fluoroscopy indicated that the lead had broken and migrated. It was also reported that patient was experiencing charging difficulty. The patient will undergo lead revision and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient could not get the ipg to charge and could not get out from hibernation mode. No device malfunction was suspected.

Event description:
A report was received that the patient's pain had increased in low back and leg and was experiencing inadequate stimulation following a fall. Fluoroscopy indicated that the lead had broken and migrated. It was also reported that patient was experiencing charging difficulty. The patient will undergo lead revision and ipg replacement procedure.